Manufacturer narrative:
(B)(4). Approximate age of device - 56 days. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient¿s hemoglobin and hematocrit was noted to be falling to 8.6 g/dl and 24.8%. The following day, the patient became symptomatic with tachycardia with further decrease in hemoglobin and hematocrit to 6.4 g/dl and 18.4%. The patient had 2 guaiac positive stools and bloody emesis the morning of (B)(6) 2018. That day the patient received an esophagogastroduodenoscopy (egd) and was found to have a gastric ulcer that required clips. The patient received their first blood transfusion on (B)(6) 2018 and received a total of 5 units. No additional information was provided.